Event description:
Provider states bars that hold the seat on are both bent. (Bent frame). Replacement was sent. No injury or ill effect. Please note any further information or sample analysis will be filed in a follow up report.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trsx52fb, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1110550, rev.g(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.